Event description:
Iapb balloon catheter ruptured on 3rd day of use after CABG x 3. Pt expired shortly after balloon rupture. Final diagnosis on autopsy was death due to low cardiac output and renal failure. The pt was considered terminal prior to balloon rupture. Upon exam, there are three holes in the balloon: one 3mm and one 4 mm from the balloon-catheter junction, consistent with damage caused during autopsy and a 3rd @ 5.5 mm consistent with abrasion with aortic plaque.